Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of the atrial rhythm and low intrinsic amplitude. Boston scientific technical service (ts) discussed that the atrial tachy response (atr) burden will not be accurate. Ts then suggested making the ra more sensitive. This ra lead remains in service. No adverse patient effects were reported.